Event description:
It was reported that pump touchscreen was cracked or shattered, making display illegible and preventing further interaction, and customer believed damage may have occurred while sleeping and possibly rolling onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections and backup pump to ensure continued insulin delivery, and technical support arranged shipment of replacement pump under warranty.